Event description:
It was reported that tandem mobi pump experienced multiple intermittent cartridge alarms during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if needed, while technical support confirmed alarm details, verified pump information and warranty status, and arranged shipment of replacement pump, instructing customer to place old pump in storage mode, return it within specified time using provided materials, and set up pump settings and continuous glucose monitor on replacement device.